Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated that her tampon came apart upon removal and tampon pieces remained inside of her. This happened with three tampons. She is planning to visit her doctor to ensure all pieces are removed. On (B)(6) 2018 the consumer checked herself again and found a huge chunk of the tampon that was stuck way up inside of her. (B)(6) 2018 the consumer started to experience blood in her urine and endometrial pain. Consumer is not sure if the symptoms are related to the tampon issue or not.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer was seen by her primary care physician (pcp) on (B)(6) 2018 and another small piece of pledget was removed. Consumer's symptoms are resolved. Consumer reported she was fine, no further follow ups are tasked.